Event description:
It was reported by service report that the power cord prongs were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the power cord prongs were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.